Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/18/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient reported that the up and down arrows were not always responding to presses. The patient reported that he had to jiggle and fiddle with the buttons to get them to respond to a press. The patient reportedly wore the pump in a pocket and did not clean the pump.